Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a leaking pseudoaneurysm, which had an expanding hematoma. The thoracic aorta had approximately 5-6 mm size difference from the flow lumen to the outer measurement of the hematoma. The iliac vessels were straight and unremarkable. It was reported two talent captivia stent grafts, a 38x38x199 (MFR report# 2953200-2011-01415) and a 36x36x199 (MFR report # 2953200-2011-01416), were implanted from the left subclavian artery down to 2 cm above the celiac artery. On the final angiogram, no endoleak was evident; however, at a follow-up CT approximately 2 weeks post-procedure, a distal type I endoleak was seen. The physician elected to intervene by placing a distal extension, which landed right at the celiac artery. The final angiogram showed the celiac filling and that the endoleak was resolved. However, several days after, a CT was performed and demonstrated an unk endoleak, which might have been a type ii endoleak or a junctional type iii endoleak between the two initial stent grafts. The physician decided not to perform any intervention but will monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Results/conclusions: (unk cause of endoleak).